Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. A visual examination revealed external insulation abrasion breaching the outer insulation exposing the outer coil consistent with friction to the device can. The cause of the reported event was isolated to the lead-to-can external abrasion. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, a visual and x-ray examination did not find any other anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.